Manufacturer narrative:
(B)(4). The actual device was not returned; however, an unused device of the same lot in a closed pouch was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not reveal any non-conformance. The luer lock was connected to a stopcock (unspecified) with no issues noted. No extra force was required in order to remove the stopcock from the luer lock. The reported condition was not verified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a dehp-free solution administration set broke in a PICC (peripherally inserted central catheter) line during a patient infusion. The medication being infused was not reported. It was reported that the patient had to be ¿transferred¿ in order to have the PICC line removed and replaced. The patient¿s treatment (unspecified) was adapted pending the replacement of the PICC line with reportedly ¿no clinical consequence¿. No additional information is available.